Event description:
A office nurse supv reported that a flexible sigmoidoscopy diagnostic examination was discontinued when a halogen light bulb in a new olympus clk-4 light source, burned out during the procedure. The nurse was unable to change the bulb because it was too hot to touch. The pt was rescheduled to return on a different day. The next day, although the nurse changed the lamp in the clk-4, the light went out again during another diagnostic procedure. When this occurred, the nurse hooked the endoscope to another olympus light source and finished the procedure. The nurse supv stated that a second new olympus clk-4 light source, was being used for a different procedure. The nurse supv stated that the lamp in this clk-4 also burnt out during use but this time the nurse supv changed the hot lamp and completed the procedure with the same unit. The nurse supv mentioned that the light source had been used the previous day without complications. There was no adverse events related to any of the three occurrences.